Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that after using the truespan 12 degree peek at the time of reducing the point, one of the peek implants fractures; leaving the meniscus and not being useful for the patient. No patient consequences or surgical delay reported.

Event description:
Additional information received from the affiliate reported surgical delay did not occur and the acl reconstruction with meniscal suture was successfully completed with another readily available anchor. The affiliate stated surgical intervention was not required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The silicone sleeve was intact with no anomalies. One implant was linked with the suture but the implant was broken in half, while second implant was not linked with the suture and was not returned. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. The complaint can be confirmed. It is possible that the surgeon applied excessive force to the device when inserting it into the patient and hit bone, which would cause the implant to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon complaint review, it was determined that it was inadvertently missed on the previous report that the reporter stated that there was no delay in the surgical procedure as an easily available alternative product was readily available. It was reported that the case was completed by using another truespan 12 degree peek device which functioned correctly. It was reported there were no surgical interventions planned (eg, x-rays, additional changes / procedures, prescriptions, over-the-counter medications, reviews). It was reported that the procedure involved was anterior cruciate ligament (acl) reconstruction with meniscal suture. It was reported that there were no fragments generated. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.